Manufacturer narrative:
On 7/19/2019, the mentor failure analysis lab received the device for evaluation. On 7/28/2019, device evaluation was completed. Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right side capsular contracture; baker grade IV. Concomitant medical products: left side; 275cc mentor memorygel breast implant; catalog number: 3502754bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent primary breast augmentation with a 275cc mentor memorygel, breast implant and was presented with right side capsular contracture; baker grade IV. As a result, patient underwent explantation of device on (B)(6) 2019.

Manufacturer narrative:
On 8/2/2019, mentor became aware that patient went under removal and re-enlargement with same type of gel implant 275cc mentor memorygel breast implant on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).